Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an intermittent out of range signal that lasted for about an hour. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.